Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s advanced age and unreported patient factors, such as level of calcification may have been contributing factor for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the european source 3 registry, after transfemoral implant of a 29mm sapien 3 valve, an aortic annulus fissure occurred. One unit of rbc was transfused and pericardial puncture was performed. The patient was discharged 6 days post procedure. The patient's native annulus measured 24mm by tte.

Manufacturer narrative:
Based on the new information, patient factors (severe calcification) may have contributed to the event reported.

Event description:
Additional information was received. The sinus of valsalva was 42mm in diameter and the sinotubular junction was 41mm in diameter. There was severe native annulus and leaflet calcification. There was no stj calcification and mild mitral annular calcification. The patient was not on chronic steroids. Bav was performed and inflation volume was 26ml.